Event description:
Baxter (B)(6) received a report that an infusor had a broken coil cap before use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition was determined to be low engagement at the cap/bottle interface. This issue was investigated through corrective and preventative action (CAPA).

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The sample was returned with approximately 120 ml of fluid in the reservoir. Visual examination of the unit confirmed that the coil cap was broken; specifically, a crack was present which originated from the tubing slot of the coil cap. The root cause is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.